Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The pt had continuous vesical bleeding and frequent occlusions of urethral catheter has been observed. Frequent blood transfusions were performed. On (B)(6) 2012, nephrostomy was performed and two 082010-et were placed on each side. No damage was confirmed on both catheters. The procedure was completed without notable problem. On (B)(6) 2012, no breakage on the catheters was confirmed by kub. On (B)(6) 2013, no breakage on the catheters was confirmed by CT. On (B)(6) 2012, urine leakage from where the catheter was inserted in the left was confirmed. On (B)(6) 2012, separation of the catheter tip in the left was confirmed. The catheters in both sides were replaced with balloon catheters. The separated catheter tip remained in the left kidney pelvis. Additional information provided on (B)(6) 2013: removal of the catheter tip from the pt will not be planned. The pt has not shown any problematic symptoms.